Event description:
It was reported that the patient had to call the ambulance due to hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 57 mg/dl while wearing the pod. Symptoms reported include nausea and fatigue. The patient was treated with glucose tablets, glucose gel, soda and ate something. The patient was released the same day (B)(6) 2025). The patient did not need to go to the hospital. The pod was worn when seeking medical attention. It was noted that patient was using an unapproved insulin (humulin u-500) in their pump.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.7 cgm sensor type: g7.